Manufacturer narrative:
Initial.

Event description:
It was reported that the user used meal announcements as corrective actions and frequently paused insulin delivery in response to low glucose, which constituted an improper use of therapy and involved the user interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation of this case revealed no device problem, a usage problem was identified, and the issue was categorized as an improper or incorrect procedure or method related to how the user interacted with the interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.